Event description:
It was reported that during a laparoscopic appendectomy, the stapler misfired on the second firing. The staples did not form on 3/4 of the staple line. Three reloads were used. The or time was extended by about 20 minutes. There was no patient consequence.